Event description:
Additional information received reported that the patient indicated that her entire system was replaced on (B)(6) 2012 as they were not able to get any reading from it. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had been experiencing good symptom relief (100%) with the therapy. It was also reported that the implantable neurostimulator (ins) initially was implanted and then tried to "surface" so the physician re-implanted the ins deeper. Since re-implantation, the patient had to lie on the patient programmer and apply pressure to get communication. One week prior to this report, the patient was on an elevator riding upward and felt a "pulling" sensation. The patient was told that it was possibly caused by the magnetic brakes. It was reported that since then the patient had to increase stimulation from 2.5 volts to 5.0 volts to get effective therapy. An x-ray and impedance measurement check was performed the week prior to this report. Impedance measurements were within the normal range. The cause of the pulling sensation was not determined. It was reported that the pocket revision resolved the erosion and the pulling sensation subsided.

Event description:
Additional information stated the patient's healthcare provider made their device pocket deeper and placed the device at the correct depth because the battery had eroded and the lead was loose. It was reported there were "multiple issues" with the patient and the patient switched healthcare providers. It was also reported the patient contacted a manufacturer representative and they were redirected to their healthcare provider.

Manufacturer narrative:
Product ID 3889-33 lot# v941208 serial# implanted: (B)(6) 2012 explanted:; product type lead; product ID 3037 lot# serial# (B)(4) implanted: explanted:; product type programmer, patient. (B)(4).